Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that the patient got a low battery message on their monitor. The agent transferred the patient to interstim. The patient reported that last evening on (B)(6) 2026) they checked their controller and saw a message when they connected to their ins settings that said the internal battery was weak. The patient said they wanted to check what was going on so they called their managing healthcare provider (hcp) and also attempted to reach out to their manufacturer representative (rep) however they hadn't heard back from them either. The caller said they even tried reaching out to the rep again this morning on (B)(6) 2026) however they still hadn't heard from the rep. Patient services reviewed the meaning of the elective replacement indicator message with the patient (as the patient confirmed that was what they had seen) and redirected the patient to their hcp to further address the issue. The patient stated that the implant battery had only lasted 2 years and they didn't think that was right. The patient said they had their stimulation level on program 7 at 4.7 ma and the last time they'd connected to their settings had been on (B)(6) 2025. Patient services reviewed stimulation considerations and ins battery longevity considerations with the caller, explaining that the level of stimulation could certainly cause the ins battery to drain more quickly if the levels were way over 1.0 ma and redirected the patient to follow up with their managing hcp. The patient also mentioned that they had noticed that they seemed to not be able to make it to the bathroom unless they went right away and they felt that had been happening since they had their last botox treatment, but then clarified that the issue had started before they had the botox treatment so they just thought leading up to the treatment they were just low on botox but the issue was continuing beyond the botox treatment. The call then ended because the patient said they were getting a call from their care team so patient services was unable to clarify the event date for when the patient first noticed their symptoms or to clarify any further event questions.